Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle leaked the dtap-ipv vaccine at the connection to the syringe during use. The following information was provided by the initial reporter: "when writer went to immunize with dtap-ipv, most of the vaccine (well over 1/2 of the dose) splashed back at writer from where the needle connects to the syringe. Consent to re-administer a new dose received due to this having been an invalid dose. Client tolerated well. Who was affected? Patient".